Event description:
A nurse reported a patient with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a follow up, the nurse reported the patient presented with symptoms of corneal edema on the first postoperative day. The patient was treated with medications. The outcome of the event is unknown. No cultures were taken. There are three medical device reports associated with this event. This report is for the viscoelastic.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/16/2012 and 04/23/2012 by phone, fax, and mail. A completed questionnaire on 04/26/2012. Additional information was received in a follow up phone call on 04/30/2012. (B)(4).